Manufacturer narrative:
The device was returned due to advisory. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output and the device was normal, and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. The patient experienced no adverse consequences.